Event description:
The patient was kept in the hospital for 10 days before the pump was removed.

Event description:
It was reported that there was an erosion; it was noted that the pump "ruptured in patient's stomach." The patient was admitted to the emergency room last month and the pump was explanted. A piece of catheter was left in the patient's spine. The piece of catheter was "stuck" in patient's back. Withdrawal was also reported following removal of pump. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product typ catheter; product ID 8709sc lot# n174310024 serial# implanted: (B)(6) 2009-01-14 explanted:; product typ catheter. (B)(4).